Event description:
Minor toe amputationsurgica revascularization of target limb . Rehospitalization of prolonged hospitalization. Patient with limb threatening ischemia. Polarcath cryoplasty of occluded infrapopliteal segment which reoccluded and progressed distally.